Manufacturer narrative:
(B)(4).

Event description:
¿It was reported that the customer expected that when a monitor alarms - i.e., has reached the lower alarm limit - that the monitor would display a reading as the baby (B)(6) desaturated so that the true extent and condition of the baby could be assessed should a medical intervention be required. However, as the lower alarm limit was reached, the monitor posted a "0" and did not show any further readings. It was also reported that the staff observed the color of the patient and took action accordingly. There is no report of patient harm, serious injury or death associated with this event.